Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs in 2010 alleging that there was packaging issue/damaged package on his one touch ultra test strips. A medical surveillance specialist was unsuccessful in getting a hold of the patent and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned that the day prior to contact lifescan at around 11:00am, he noticed that the test strips were peeling due to the test strip vial being cracked. He continued to take his usual diabetes medication after noticing the issue with the test strips. At 8:00pm, he exhibited symptoms of feeling dizzy, tired and had blurred vision. He did not seek any medical attention or contact his physician for assistance. The test strip vial was replaced. No further clinical information was provided. It would have been helpful to know the following information: whether he was able to obtain a blood glucose reading with any of the test strips, whether all the test strips were peeled in the vial or only some of them, his diabetes regimen and how long symptoms lasted. The product was replaced. The complaint is being reported since the patient alleged that due to the damaged test strips, he was unable to test and later developed symptoms.